Event description:
In march 2006, I began having eye irritation problems with my daily wear contact lens. I began changing my left contact every 3-4 days, and eventually had to change the right one every 3-4 days. This improved the situation only temporarily until eventually I could see only a blur from my lefty eye. In the meantime, on 4-13-2006, I heard the report of an eye fungus, possibly caused by the use of bausch and lombs renu moisture loc. Not knowing that my moisture loc solution was the possible cause of my current eye problems, I threw my solution of moisture loc in the trash. I had purchased it at a walmart in panama city, fl during august 2005. On easter sunday, april 16, my eyesight - especially in my left eye, was so bad I could not see well enough to drive. On monday, april 17, my husband drove me to my optometrist who sent me immediately to an ophthalmologist, dr. John irwin at the eye center in macon, ga. He scrapped my left eye to obtain a culture and began treatment in both eyes. After many trips to the eye doctor and many drops in my eyes, my right eye is much better. However, dr. Irwin told me today, june 9, 2006 that when the infection clears -estimate of 4 more months of treatment-, I will need a corneal transplant in my left eye. I understand that dr. Irwin has contacted the cdc, however, I have not spoken to anyone at the center. At this time, I cannot see well enough to communicate through e-mail. I am dictating this to my sister since I cannot read print on the monitor. I cannot drive, I cannot see the computer in order to work, and I have lost my independence. After hearing today that my blindness is permanent, I am searching the internet for help.